Event description:
Customer reportedly received results of 285 mg/dl and 115 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.